Manufacturer narrative:
A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported a pt had a percutaneous coronary interventional procedure and an angio-seal was selected for use. When the device was being pulled back, the device components came out of the pt. Bleeding from the puncture site was observed and manual compression was applied. The pt went into shock while manual compression was being applied. The pt was treated with the following medications: atropine (dosage unk) and infusions (dosage unk). The pt was reported to stable afterwards. Additional info was not available at this time.